Event description:
It was reported that when the surgeon stepped on the foot pedal it did not respond and the handpiece did not work. The foot pedal was replaced with a second foot pedal and the procedure was successfully completed with no adverse pt consequences.

Manufacturer narrative:
(B) (4). (B) (4). Footswitch does not activate. Conclusion: the product upon which this medwatch is based has been rec'd, however, the product eval is not yet completed. Any further info derived from the eval will be submitted in a supplemental 3500a form.